Event description:
It was reported that the downstream occlusion seal was not attached and fell off. The interior battery door compartment was damaged. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) seal was not attached and fell off. Review of event history found no related alarms. No relevant service history was found. Visual and functional testing was performed. The dso seal was found to be not sealed to the bezel. The dso seal was replaced and the dso sensor was calibrated. Device passed all verification testing.